Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer stated that the paramedics were called to her home due to a low blood glucose reading of 41 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The reservoir volume matched the amount of insulin in the reservoir. The insulin pump passed the displacement. However, the daily totals did not match with the basal rate totals from previous dates. Advised that the insulin pump would be replaced. Nothing further was reported.